Manufacturer narrative:
Concomitant products: cook fusion omni-tome, fs-omni. Erbe electrosurgical generator, unknown model. Investigation evaluation: our evaluation of the product said to be involved confirmed the report. There is wire guide coating damage near the distal end. The coil spring is still attached to the distal end of the wire guide. There are major kinks approximately 4.0 cm and 18.3 cm from the distal end, with several additional minor kinks and rough surfaces throughout the rest of the wire guide. Approximately 16.1 cm to 16.7 cm from the distal end, the wire guide covering has folded over itself. Approximately 16.7 cm to 19.8 cm from the distal end is a section of bare core wire. Approximately 19.8 cm to 20.6 cm from the distal end, the wire guide covering has folded over itself. There is 1.0 cm of wire guide covering is hanging off of the wire guide approximately 20.6 cm from the distal end. Approximately 23.5 cm to 25.0 cm from the distal end, the wire guide covering has folded over itself. Approximately 25.0cm to 26.7cm from the distal end is a section of bare core wire. The wire guide covering feels rough with minor kinks between 58 cm and 61 cm. The wire guide covering feels rough between 157 cm and 162 cm. Due to the condition of the returned device it cannot be determined if any sections of the coating are missing. A product-specific discrepancy that could have caused or contributed to this observation was not observed during our laboratory analysis. According to the report, the physician felt a lot of resistance when using the wire guide. A review of the device history record could not be conducted because the lot number was not provided. Investigation conclusion: a definitive cause for this observation could not be determined because the actual use conditions could not be duplicated in the laboratory setting. Due to a variety of clinical conditions such as patient anatomy, endoscope position or progression of disease state, we could not reproduce the actual conditions of product usage during our laboratory analysis. This limits our ability to conclusively determine a cause. The instructions for use instruct the user to do the following: "prior to removing wire guide from holder, flush with 30 cc of sterile water." Failure to flush the wire guide can result in damage to the wire guide. The instructions for use instruct the user to do the following: "flush endoscope accessory channel and/or lumen of device with sterile water, then insert wire guide floppy end first. Note: for best results, wire guide should be kept wet, if applicable." Failure to flush the endoscope channel can result in damage to the wire guide. The instructions for use precaution the user that this product is not compatible with metal tip devices. "Use of this wire guide with metal tip ercp devices may result in damage to the external coating and/or tip of the wire guide." The reported observation can occur if the wire guide was used with an incompatible accessory device. If additional pressure is applied to the wire guide and/or accessory device(s) while moving the wire guide inside the accessory device(s), this could contribute to wire guide coating damage. According to the report, the physician felt a lot of resistance when using the wire guide. Prior to distribution, all acrobat calibrated tip wire guides are subjected to a visual inspection to ensure device integrity. Corrective action: corrective action is not warranted at this time based on the quality engineering risk assessment. Quality assurance will continue to monitor for complaint trends and reassess the risk assessment results as post market feedback continues to become available.

Event description:
During an endoscopic retrograde cholangiopancreatography (ercp), the physician used a cook acrobat calibrated tip wire guide. After cannulating the common bile duct with an cook fusion omni-tome, they tried stripping the tome off of the wire guide. The physician felt a lot of resistance and the wire guide started to get pulled with the sphincterotome, making the sheath of the wire guide to strip [coating damage]. They had to replace the wire guide.